Event description:
Pinnacle flx study: on (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 24mm. Prior to the index procedure, 81mg of aspirin was administered. The next day the patient was discharged aspirin and apixaban. The patient returned for a 45 day follow up transesophageal echocardiogram (tee) which revealed complete seal of laa with no device thrombus. The patient's left ventricular ejection fraction (lvef) was 45%. On (B)(6) 2018, tee revealed thrombus on the watchman flx device. On 10 december 2018, tee revealed 2 massive left atrial thrombus measuring over 2.5 cm highly mobile; 1 thrombus adherent to the cost of appendage attached to watchman flx device. On (B)(6) 2018, the patient was diagnosed with acute limb ischemia and was noted with occlusion of left common femoral artery which was treated with left femoral thrombectomy. On (B)(6) 2019, the patient presented to emergency department (ed) with complaint of weakness, body pain, cough, wheezing and apparently patient underwent syncope. The patient was noted to be acutely ill with temperature of 100.8, heart rate of 115 and was tachypneic. During the examination in ed; bnp was noted to be 736, cpk elevated to 1900 and troponin was elevated to 0.068. A chest x-ray on same day revealed cardiomegaly with increased pulmonary vasculature which was consistent with congestive heart failure. A blood culture on same day was positive for methicillin-susceptible staphylococcus aureus (mssa) and the patient was hospitalized for further management. The patient was positive for influenza virus. The patient was started with IV vancomycin which later switch to IV cefazolin. On (B)(6) 2019; transthoracic echocardiogram (tte) revealed lv function difficult to assess due to arrhythmia. Lvef was noted to be 40% and the atrial thrombi was not visible due to poor sensitivity of tte. On (B)(6) 2019, tee revealed 2.12 x 1.74 cm thrombus on device along with left atrial thrombus and pacemaker wire. The partially embolized thrombus measured 0.8 x 0.9 cm. A likely vegetation was seen in area of tricuspid valve along with pacemaker wire; it was highly mobile. On the same day, tee revealed complete laa seal. However, there was non-mobile laminar thrombus with maximum area of 2.1cm on the atrial facing surface of the watchman flx device. Lvef was not measured on this date. The patient was started with ancef with recommendation to be continued for 4 weeks with estimated stop date for (B)(6) 2019. On (B)(6) 2019, the patient was transferred to another facility for ep consultation and device interrogation. On (B)(6) 2019, per ep consultation, the patient had thrombus on watchman flx device and on pacemaker lead (rv lead). The patient was not pacer dependent. The mass on the device was suspected for thrombus vs vegetation and recommended for cardiology consultation. On (B)(6) 2019, per consultation note, the patient was suspected for endocarditis vs bland thrombus and recommended for repeat tee as to ascertain the nature of mass if they are bacterial vegetation or bland thrombi. On same day, tee revealed two echo densities in left atrium. The first is noted directly on top of watchman flx device in left atrial appendage. It measures approximately 14mm x 14 mm and appear to have several mobile components on superior portion. It was associated with pin/ metal hub of device and portion of device facing basomedial segment of appendage. There was no device leak noted but there was evidence of residual flow in color doppler. There was second echo density noted in left atrium in close proximity to the intracranial septum in anterior portion of left atrium. This echo density appeared to be mobile and measure approximately 10 mm x 11 mm. Lvef was 45% with reduced systolic function and normal left ventricular size. Global hypokinesis was noted. Small pericardial effusion was noted. On (B)(6) 2019, the patient had 2 masses within left atrium; larger one was adjacent to the watchman flx device and smaller one was near foramen ovalis. The mass adjacent to the watchman flx device does not appeared to be mobile but the other one was mobile. Per cardiology, the mass involving the rv pacer lead and watchman flx device were suggestive of endocarditis but not diagnostic of endocarditis. On (B)(6) 2019, the patient underwent tee which revealed complete laa seal. However, there was a mobile laminar thrombus with maximum area of 1.4 cm2 on the atrial facing surface of the watchman flx device. Lvef was noted to be 45%. Additionally, the patient was noted to have pericardial effusion on this date. On same day, the patient was recommended for repeat tee as to ascertain the nature of mass if they are bacterial vegetation or bland thrombi. On (B)(6) 2019, per electrophysiology (ep) consultation note, the interrogation of pacemaker leads showed no evidence of vegetation. The mass most likely was bland thrombi, the patient was recommended to continue anticoagulation off antibiotics and coumadin and was advised to repeat tee in week. On (B)(6) 2019, per ep note, there was no fever and the patient was advised to continue eliquis. On (B)(6) 2019, the patient was discharged on eliquis and aspirin with recommendation to follow-up with ep in 1 month to re-evaluate tee. It was further reported that on (B)(6) 2019, the patient presented for re-evaluation of thormbus and tee revealed complete seal with laminar non-mobile thrombus of 1.6 cm2 on the atrial facing surface of the watchman device and mobile thrombus in the left atrium. It was further reported that on (B)(6) 2019 there was additional thrombus on the anterior wall of the left atrium behind the aorta. On (B)(6) 2019, during 12 month follow up, tee revealed complete seal with laminar mobile thrombus on the atrial facing surface of the watchman device. It was further reported the original onset date of the thrombus was (B)(6) 2018 not (B)(6) 2018. On (B)(6) 2018, the patient presented to the emergency department of the outside facility with complaints of unable to feel or move left lower extremity. The patient was noted to have an ischemic appearing leg and physical examination revealed right pedal pulses and left femoral pulses palpable, with no detectable doppler signal, lower leg was mottled with no motor function and very limited sensation. Ultrasound and subsequent CT angiogram revealed likely embolic occlusion of the common femoral bifurcation with no contrast visible within left lower extremity. The patient was diagnosed with critical lower limb ischemic with thrombus to left lower extremity. Arterial obstruction due to thrombotic embolism from mural thrombus of the heart was noted. Left femoral thrombectomy was recommended. The same day the patient underwent left superficial femoral artery thrombectomy. The patient was hospitalized on the same day for postoperative physical therapy as well as heparin bridge to warfarin. Post operative, extremities were normal, atraumatic with no cyanosis or edema and returned flow to left foot was noted. However, patient remained subtherapeutic on warfarin. On (B)(6) 2018, the event was considered resolved and patient was discharged on aspirin and clopidogrel. On (B)(6) 2019, echocardiogram revealed thrombus in the left atrium and involving watchman device. On (B)(6) 2019, blood cultures were negative. On (B)(6) 2019 therapy with clopidogrel was discontinued and patient was started on warfarin and continued on aspirin. On (B)(6) 2019, heart rhythm was irregular and grade I/IV systolic ejection murmur was heard. On(B)(6) 2019, telemetry revealed atrial fibrillation with intermittent v pacing. On (B)(6) 2019, warfarin was switched to apixaban and therapy with aspirin was continued. On (B)(6) 2019, the patient was discharged on apixaban and aspirin. On (B)(6) 2019, tee revealed preserved left ventricular systolic function, well-seated watchman device with no leak around the device. However, on the surface of the device, large laminar non-mobile thrombus measuring approximately 1.15 x 1.6 cm2 was seen projecting highly mobile thrombus into the left atrial cavity. Another small mobile thrombus measuring 0.6 x 0.9 cm2 noted attached to the anterior wall of the left atrium behind the aorta. Compared to previous tee, these thrombi appeared smaller and rv pacemaker wire was not well seen. Right atrial pacemaker wire was smooth with no attached randomly mobile objects. Of note, it was confirmed that the thrombus was most likely related to patient non compliance in taking oac. It was further reported that on (B)(6) 2019, echo core lab assessment revealed complete laa seal and lvef of 30% with evidence of mobile pendulated thrombus on the atrial facing surface of the watchman device of maximum area 2.0 cm2. However, no evidence of thrombus in the left atrium, pericardial effusion and atrial septal shunt were noted. The event was considered resolved on (B)(6) 2020.

Event description:
Pinnacle flx study on (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 24mm. Prior to the index procedure, 81mg of aspirin was administered. The next day the patient was discharged aspirin and apixaban. The patient returned for a 45 day follow up transesophageal echocardiogram (tee) which revealed complete seal of laa with no device thrombus. The patient's left ventricular ejection fraction (lvef) was 45%. On (B)(6) 2018, tee revealed thrombus on the watchman flx device. On (B)(6) 2018, tee revealed 2 massive left atrial thrombus measuring over 2.5 cm highly mobile; 1 thrombus adherent to the cost of appendage attached to watchman flx device. On (B)(6) 2018, the patient was diagnosed with acute limb ischemia and was noted with occlusion of left common femoral artery which was treated with left femoral thrombectomy. On(B)(6) 2019, the patient presented to emergency department (ed) with complaint of weakness, body pain, cough, wheezing and apparently patient underwent syncope. The patient was noted to be acutely ill with temperature of 100.8, heart rate of 115 and was tachypneic. During the examination in ed; bnp was noted to be 736, cpk elevated to 1900 and troponin was elevated to 0.068. A chest x-ray on same day revealed cardiomegaly with increased pulmonary vasculature which was consistent with congestive heart failure. A blood culture on same day was positive for methicillin-susceptible staphylococcus aureus (mssa) and the patient was hospitalized for further management. The patient was positive for influenza virus. The patient was started with IV vancomycin which later switch to IV cefazolin. On (B)(6) 2019; transthoracic echocardiogram (tte) revealed lv function difficult to assess due to arrhythmia. Lvef was noted to be 40% and the atrial thrombi was not visible due to poor sensitivity of tte. On(B)(6) 2019, tee revealed 2.12 x 1.74 cm thrombus on device along with left atrial thrombus and pacemaker wire. The partially embolized thrombus measured 0.8 x 0.9 cm. A likely vegetation was seen in area of tricuspid valve along with pacemaker wire; it was highly mobile. On the same day, tee revealed complete laa seal. However, there was non-mobile laminar thrombus with maximum area of 2.1cm on the atrial facing surface of the watchman flx device. Lvef was not measured on this date. The patient was started with ancef with recommendation to be continued for 4 weeks with estimated stop date for 15 (B)(6) 2019. On (B)(6) 2019, the patient was transferred to another facility for ep consultation and device interrogation. On (B)(6) 2019, per ep consultation, the patient had thrombus on watchman flx device and on pacemaker lead (rv lead). The patient was not pacer dependent. The mass on the device was suspected for thrombus vs vegetation and recommended for cardiology consultation. On (B)(6) 2019, per consultation note, the patient was suspected for endocarditis vs bland thrombus and recommended for repeat tee as to ascertain the nature of mass if they are bacterial vegetation or bland thrombi. On same day, tee revealed two echo densities in left atrium. The first is noted directly on top of watchman flx device in left atrial appendage. It measures approximately 14mm x 14 mm and appear to have several mobile components on superior portion. It was associated with pin/ metal hub of device and portion of device facing basomedial segment of appendage. There was no device leak noted but there was evidence of residual flow in color doppler. There was second echo density noted in left atrium in close proximity to the intracranial septum in anterior portion of left atrium. This echo density appeared to be mobile and measure approximately 10 mm x 11 mm. Lvef was 45% with reduced systolic function and normal left ventricular size. Global hypokinesis was noted. Small pericardial effusion was noted. On (B)(6) 2019, the patient had 2 masses within left atrium; larger one was adjacent to the watchman flx device and smaller one was near foramen ovalis. The mass adjacent to the watchman flx device does not appeared to be mobile but the other one was mobile. Per cardiology, the mass involving the rv pacer lead and watchman flx device were suggestive of endocarditis but not diagnostic of endocarditis. On (B)(6) 2019, the patient underwent tee which revealed complete laa seal. However, there was a mobile laminar thrombus with maximum area of 1.4 cm2 on the atrial facing surface of the watchman flx device. Lvef was noted to be 45%. Additionally, the patient was noted to have pericardial effusion on this date. On same day, the patient was recommended for repeat tee as to ascertain the nature of mass if they are bacterial vegetation or bland thrombi. On (B)(6) 2019, per electrophysiology (ep) consultation note, the interrogation of pacemaker leads showed no evidence of vegetation. The mass most likely was bland thrombi, the patient was recommended to continue anticoagulation off antibiotics and coumadin and was advised to repeat tee in week. On (B)(6) 2019, per ep note, there was no fever and the patient was advised to continue eliquis. On (B)(6) 2019, the patient was discharged on eliquis and aspirin with recommendation to follow-up with ep in 1 month to re-evaluate tee. It was further reported that on (B)(6) 2019, the patient presented for re-evaluation of thormbus and tee revealed complete seal with laminar non-mobile thrombus of 1.6 cm2 on the atrial facing surface of the watchman device and mobile thrombus in the left atrium. It was further reported that on (B)(6) 2019 there was additional thrombus on the anterior wall of the left atrium behind the aorta. On (B)(6) 2019, during 12 month follow up, tee revealed complete seal with laminar mobile thrombus on the atrial facing surface of the watchman device.

Event description:
Pinnacle flx study. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 24mm. Prior to the index procedure, 81mg of aspirin was administered. The next day the patient was discharged aspirin and apixaban. The patient returned for a 45 day follow up transesophageal echocardiogram (tee) which revealed complete seal of laa with no device thrombus. The patient's left ventricular ejection fraction (lvef) was 45%. On (B)(6) 2018, tee revealed thrombus on the watchman flx device. On (B)(6) 2018, tee revealed 2 massive left atrial thrombus measuring over 2.5 cm highly mobile; 1 thrombus adherent to the cost of appendage attached to watchman flx device. On (B)(6) 2018, the patient was diagnosed with acute limb ischemia and was noted with occlusion of left common femoral artery which was treated with left femoral thrombectomy. On (B)(6) 2019, the patient presented to emergency department (ed) with complaint of weakness, body pain, cough, wheezing and apparently patient underwent syncope. The patient was noted to be acutely ill with temperature of 100.8, heart rate of 115 and was tachypneic. During the examination in ed; bnp was noted to be 736, cpk elevated to 1900 and troponin was elevated to 0.068. A chest x-ray on same day revealed cardiomegaly with increased pulmonary vasculature which was consistent with congestive heart failure. A blood culture on same day was positive for methicillin-susceptible staphylococcus aureus (mssa) and the patient was hospitalized for further management. The patient was positive for influenza virus. The patient was started with IV vancomycin which later switch to IV cefazolin. On (B)(6) 2019; transthoracic echocardiogram (tte) revealed lv function difficult to assess due to arrhythmia. Lvef was noted to be 40% and the atrial thrombi was not visible due to poor sensitivity of tte. On 23 january 2019, tee revealed 2.12 x 1.74 cm thrombus on device along with left atrial thrombus and pacemaker wire. The partially embolized thrombus measured 0.8 x 0.9 cm. A likely vegetation was seen in area of tricuspid valve along with pacemaker wire; it was highly mobile. On the same day, tee revealed complete laa seal. However, there was non-mobile laminar thrombus with maximum area of 2.1cm on the atrial facing surface of the watchman flx device. Lvef was not measured on this date. The patient was started with ancef with recommendation to be continued for 4 weeks with estimated stop date for (B)(6) 2019. On (B)(6) 2019, the patient was transferred to another facility for ep consultation and device interrogation. On 26 january 2019, per ep consultation, the patient had thrombus on watchman flx device and on pacemaker lead (rv lead). The patient was not pacer dependent. The mass on the device was suspected for thrombus vs vegetation and recommended for cardiology consultation. On (B)(6) 2019, per consultation note, the patient was suspected for endocarditis vs bland thrombus and recommended for repeat tee as to ascertain the nature of mass if they are bacterial vegetation or bland thrombi. On same day, tee revealed two echo densities in left atrium. The first is noted directly on top of watchman flx device in left atrial appendage. It measures approximately 14mm x 14 mm and appear to have several mobile components on superior portion. It was associated with pin/ metal hub of device and portion of device facing basomedial segment of appendage. There was no device leak noted but there was evidence of residual flow in color doppler. There was second echo density noted in left atrium in close proximity to the intracranial septum in anterior portion of left atrium. This echo density appeared to be mobile and measure approximately 10 mm x 11 mm. Lvef was 45% with reduced systolic function and normal left ventricular size. Global hypokinesis was noted. Small pericardial effusion was noted. On (B)(6) 2019, the patient had 2 masses within left atrium; larger one was adjacent to the watchman flx device and smaller one was near foramen ovalis. The mass adjacent to the watchman flx device does not appeared to be mobile but the other one was mobile. Per cardiology, the mass involving the rv pacer lead and watchman flx device were suggestive of endocarditis but not diagnostic of endocarditis. On (B)(6) 2019, the patient underwent tee which revealed complete laa seal. However, there was a mobile laminar thrombus with maximum area of 1.4 cm2 on the atrial facing surface of the watchman flx device. Lvef was noted to be 45%. Additionally, the patient was noted to have pericardial effusion on this date. On same day, the patient was recommended for repeat tee as to ascertain the nature of mass if they are bacterial vegetation or bland thrombi. On (B)(6) 2019, per electrophysiology (ep) consultation note, the interrogation of pacemaker leads showed no evidence of vegetation. The mass most likely was bland thrombi, the patient was recommended to continue anticoagulation off antibiotics and coumadin and was advised to repeat tee in week. On 01 february 2019, per ep note, there was no fever and the patient was advised to continue eliquis. On 05 february 2019, the patient was discharged on eliquis and aspirin with recommendation to follow-up with ep in 1 month to re-evaluate tee. It was further reported that on (B)(6) 2019, the patient presented for re-evaluation of thormbus and tee revealed complete seal with laminar non-mobile thrombus of 1.6 cm2 on the atrial facing surface of the watchman device and mobile thrombus in the left atrium.

Event description:
Pinnacle flx study on (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 24mm. Prior to the index procedure, 81mg of aspirin was administered. The next day the patient was discharged aspirin and apixaban. The patient returned for a 45 day follow up transesophageal echocardiogram (tee) which revealed complete seal of laa with no device thrombus. The patient's left ventricular ejection fraction (lvef) was 45%. On (B)(6) 2018, tee revealed thrombus on the watchman flx device. On (B)(6) 2018, tee revealed 2 massive left atrial thrombus measuring over 2.5 cm highly mobile; 1 thrombus adherent to the cost of appendage attached to watchman flx device. On (B)(6) 2018, the patient was diagnosed with acute limb ischemia and was noted with occlusion of left common femoral artery which was treated with left femoral thrombectomy. On (B)(6) 2019, the patient presented to emergency department (ed) with complaint of weakness, body pain, cough, wheezing and apparently patient underwent syncope. The patient was noted to be acutely ill with temperature of 100.8, heart rate of 115 and was tachypneic. During the examination in ed; bnp was noted to be 736, cpk elevated to 1900 and troponin was elevated to 0.068. A chest x-ray on same day revealed cardiomegaly with increased pulmonary vasculature which was consistent with congestive heart failure. A blood culture on same day was positive for methicillin-susceptible staphylococcus aureus (mssa) and the patient was hospitalized for further management. The patient was positive for influenza virus. The patient was started with IV vancomycin which later switch to IV cefazolin. On (B)(6) 2019; transthoracic echocardiogram (tte) revealed lv function difficult to assess due to arrhythmia. Lvef was noted to be 40% and the atrial thrombi was not visible due to poor sensitivity of tte. On (B)(6) 2019, tee revealed 2.12 x 1.74 cm thrombus on device along with left atrial thrombus and pacemaker wire. The partially embolized thrombus measured 0.8 x 0.9 cm. A likely vegetation was seen in area of tricuspid valve along with pacemaker wire; it was highly mobile. On the same day, tee revealed complete laa seal. However, there was non-mobile laminar thrombus with maximum area of 2.1cm on the atrial facing surface of the watchman flx device. Lvef was not measured on this date. The patient was started with ancef with recommendation to be continued for 4 weeks with estimated stop date for (B)(6) 2019. On (B)(6) 2019, the patient was transferred to another facility for ep consultation and device interrogation. On (B)(6) 2019, per ep consultation, the patient had thrombus on watchman flx device and on pacemaker lead (rv lead). The patient was not pacer dependent. The mass on the device was suspected for thrombus vs vegetation and recommended for cardiology consultation. On (B)(6) 2019, per consultation note, the patient was suspected for endocarditis vs bland thrombus and recommended for repeat tee as to ascertain the nature of mass if they are bacterial vegetation or bland thrombi. On same day, tee revealed two echo densities in left atrium. The first is noted directly on top of watchman flx device in left atrial appendage. It measures approximately 14mm x 14 mm and appear to have several mobile components on superior portion. It was associated with pin/ metal hub of device and portion of device facing basomedial segment of appendage. There was no device leak noted but there was evidence of residual flow in color doppler. There was second echo density noted in left atrium in close proximity to the intracranial septum in anterior portion of left atrium. This echo density appeared to be mobile and measure approximately 10 mm x 11 mm. Lvef was 45% with reduced systolic function and normal left ventricular size. Global hypokinesis was noted. Small pericardial effusion was noted. On (B)(6) 2019, the patient had 2 masses within left atrium; larger one was adjacent to the watchman flx device and smaller one was near foramen ovalis. The mass adjacent to the watchman flx device does not appeared to be mobile but the other one was mobile. Per cardiology, the mass involving the rv pacer lead and watchman flx device were suggestive of endocarditis but not diagnostic of endocarditis. On (B)(6) 2019, the patient underwent tee which revealed complete laa seal. However, there was a mobile laminar thrombus with maximum area of 1.4 cm2 on the atrial facing surface of the watchman flx device. Lvef was noted to be 45%. Additionally, the patient was noted to have pericardial effusion on this date. On same day, the patient was recommended for repeat tee as to ascertain the nature of mass if they are bacterial vegetation or bland thrombi. On (B)(6) 2019, per electrophysiology (ep) consultation note, the interrogation of pacemaker leads showed no evidence of vegetation. The mass most likely was bland thrombi, the patient was recommended to continue anticoagulation off antibiotics and coumadin and was advised to repeat tee in week. On (B)(6) 2019, per ep note, there was no fever and the patient was advised to continue eliquis. On (B)(6) 2019, the patient was discharged on eliquis and aspirin with recommendation to follow-up with ep in 1 month to re-evaluate tee. It was further reported that on (B)(6) 2019, the patient presented for re-evaluation of thormbus and tee revealed complete seal with laminar non-mobile thrombus of 1.6 cm2 on the atrial facing surface of the watchman device and mobile thrombus in the left atrium. It was further reported that on (B)(6) 2019 there was additional thrombus on the anterior wall of the left atrium behind the aorta. On (B)(6) 2019, during 12 month follow up, tee revealed complete seal with laminar mobile thrombus on the atrial facing surface of the watchman device. It was further reported the original onset date of the thrombus was (B)(6) 2018 not 01 december 2018. On (B)(6) 2018, the patient presented to the emergency department of the outside facility with complaints of unable to feel or move left lower extremity. The patient was noted to have an ischemic appearing leg and physical examination revealed right pedal pulses and left femoral pulses palpable, with no detectable doppler signal, lower leg was mottled with no motor function and very limited sensation. Ultrasound and subsequent CT angiogram revealed likely embolic occlusion of the common femoral bifurcation with no contrast visible within left lower extremity. The patient was diagnosed with critical lower limb ischemic with thrombus to left lower extremity. Arterial obstruction due to thrombotic embolism from mural thrombus of the heart was noted. Left femoral thrombectomy was recommended. The same day the patient underwent left superficial femoral artery thrombectomy. The patient was hospitalized on the same day for postoperative physical therapy as well as heparin bridge to warfarin. Post operative, extremities were normal, atraumatic with no cyanosis or edema and returned flow to left foot was noted. However, patient remained subtherapeutic on warfarin. On (B)(6) 2018, the event was considered resolved and patient was discharged on aspirin and clopidogrel. On (B)(6) 2019, echocardiogram revealed thrombus in the left atrium and involving watchman device. On (B)(6) 2019, blood cultures were negative. On (B)(6) 2019 therapy with clopidogrel was discontinued and patient was started on warfarin and continued on aspirin. On (B)(6) 2019, heart rhythm was irregular and grade I/IV systolic ejection murmur was heard. On (B)(6) 2019, telemetry revealed atrial fibrillation with intermittent v pacing. On (B)(6) 2019, warfarin was switched to apixaban and therapy with aspirin was continued. On (B)(6) 2019, the patient was discharged on apixaban and aspirin. On 27 february 2019, tee revealed preserved left ventricular systolic function, well-seated watchman device with no leak around the device. However, on the surface of the device, large laminar non-mobile thrombus measuring approximately 1.15 x 1.6 cm2 was seen projecting highly mobile thrombus into the left atrial cavity. Another small mobile thrombus measuring 0.6 x 0.9 cm2 noted attached to the anterior wall of the left atrium behind the aorta. Compared to previous tee, these thrombi appeared smaller and rv pacemaker wire was not well seen. Right atrial pacemaker wire was smooth with no attached randomly mobile objects. Of note, it was confirmed that the thrombus was most likely related to patient non compliance in taking oac.

Event description:
(B)(6) study: on (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 24mm. Prior to the index procedure, 81mg of aspirin was administered. The next day the patient was discharged aspirin and apixaban. The patient returned for a 45 day follow up transesophageal echocardiogram (tee) which revealed complete seal of laa with no device thrombus. The patient's left ventricular ejection fraction (lvef) was 45%. On (B)(6) 2018, tee revealed thrombus on the watchman flx device. On (B)(6) 2018, tee revealed 2 massive left atrial thrombus measuring over 2.5 cm highly mobile; 1 thrombus adherent to the cost of appendage attached to watchman flx device. On (B)(6) 2018, the patient was diagnosed with acute limb ischemia and was noted with occlusion of left common femoral artery which was treated with left femoral thrombectomy. On (B)(6) 2019, the patient presented to emergency department (ed) with complaint of weakness, body pain, cough, wheezing and apparently patient underwent syncope. The patient was noted to be acutely ill with temperature of 100.8, heart rate of 115 and was tachypneic. During the examination in ed; bnp was noted to be 736, cpk elevated to 1900 and troponin was elevated to 0.068. A chest x-ray on same day revealed cardiomegaly with increased pulmonary vasculature which was consistent with congestive heart failure. A blood culture on same day was positive for (B)(6) and the patient was hospitalized for further management. The patient was positive for influenza virus. The patient was started with IV vancomycin which later switch to IV cefazolin. On (B)(6) 2019; transthoracic echocardiogram (tte) revealed lv function difficult to assess due to arrhythmia. Lvef was noted to be 40% and the atrial thrombi was not visible due to poor sensitivity of tte. On (B)(6) 2019, tee revealed 2.12 x 1.74 cm thrombus on device along with left atrial thrombus and pacemaker wire. The partially embolized thrombus measured 0.8 x 0.9 cm. A likely vegetation was seen in area of tricuspid valve along with pacemaker wire; it was highly mobile. On the same day, tee revealed complete laa seal. However, there was non-mobile laminar thrombus with maximum area of 2.1cm on the atrial facing surface of the watchman flx device. Lvef was not measured on this date. The patient was started with ancef with recommendation to be continued for 4 weeks with estimated stop date for (B)(6) 2019. On (B)(6) 2019, the patient was transferred to another facility for ep consultation and device interrogation. On (B)(6) 2019, per ep consultation, the patient had thrombus on watchman flx device and on pacemaker lead (rv lead). The patient was not pacer dependent. The mass on the device was suspected for thrombus vs vegetation and recommended for cardiology consultation. On (B)(6) 2019, per consultation note, the patient was suspected for endocarditis vs bland thrombus and recommended for repeat tee as to ascertain the nature of mass if they are bacterial vegetation or bland thrombi. On same day, tee revealed two echo densities in left atrium. The first is noted directly on top of watchman flx device in left atrial appendage. It measures approximately 14mm x 14 mm and appear to have several mobile components on superior portion. It was associated with pin/ metal hub of device and portion of device facing basomedial segment of appendage. There was no device leak noted but there was evidence of residual flow in color doppler. There was second echo density noted in left atrium in close proximity to the intracranial septum in anterior portion of left atrium. This echo density appeared to be mobile and measure approximately 10 mm x 11 mm. Lvef was 45% with reduced systolic function and normal left ventricular size. Global hypokinesis was noted. Small pericardial effusion was noted. On (B)(6) 2019, the patient had 2 masses within left atrium; larger one was adjacent to the watchman flx device and smaller one was near foramen ovalis. The mass adjacent to the watchman flx device does not appeared to be mobile but the other one was mobile. Per cardiology, the mass involving the rv pacer lead and watchman flx device were suggestive of endocarditis but not diagnostic of endocarditis. On (B)(6) 2019, the patient underwent tee which revealed complete laa seal. However, there was a mobile laminar thrombus with maximum area of 1.4 cm2 on the atrial facing surface of the watchman flx device. Lvef was noted to be 45%. Additionally, the patient was noted to have pericardial effusion on this date. On same day, the patient was recommended for repeat tee as to ascertain the nature of mass if they are bacterial vegetation or bland thrombi. On (B)(6) 2019, per electrophysiology (ep) consultation note, the interrogation of pacemaker leads showed no evidence of vegetation. The mass most likely was bland thrombi, the patient was recommended to continue anticoagulation off antibiotics and coumadin and was advised to repeat tee in week. On (B)(6) 2019, per ep note, there was no fever and the patient was advised to continue eliquis. On (B)(6) 2019, the patient was discharged on eliquis and aspirin with recommendation to follow-up with ep in 1 month to re-evaluate tee.